Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair procedure on (B)(6) 2015 and mesh was implanted. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/10/2020. H6 patient codes: 1994, 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient experienced recurrent hernia, scar, pain and infection following surgery. It was reported that the patient underwent mesh removal on (B)(6)2017.